Manufacturer narrative:
The field service engineer checked and adjusted mixers, the wash station, probes, the reaction gear, and gear pump pressure. The acid and detergent wash consumption was checked. The engineer replaced the reaction gear motor and a probe. The reaction disc motor was found to be developing a fault. Calibration and controls were monitored. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c (701) module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a phosphate value of 9.5 mg/dl. The sample was repeated on (B)(6) 2023, resulting in a value of 4.5 mg/dl. Additional values of 4.2 mg/dl and 4.3 mg/dl were provided for this sample. It was asked, but it is not known if these additional values were repeat values from the same complained sample or if these were previous values of the patient. The second sample initially resulted in a phosphate value of 9.4 mg/dl on (B)(6) 2023. The sample was repeated twice on (B)(6) 2023, resulting in values of 4.6 mg/dl and 4.8 mg/dl. The phosphate reagent lot number was 67171501, with an expiration date of 31-jan-2024.